Event description:
Mother of home pt (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after resetting up with new supplies. Per mother of hp, there was no pt injury or medical intervention as a result of incident.